Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2022 and suture was used on the patient's skin and subcutaneous tissue to promote the wound healing. Post-op, the inflammation and wound secretion. On the third day after the surgery, the patient found that the incision had seizures (pain) and tenderness. The doctor removed part of the skin suture. It was noted purulent secretion and partial/extruded suture. The suture was removed and the dressing was changed for more than 30 days. Wound healing and increase the healing time for the patient. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is meant by ¿the incision had seizures¿? Please provide a detailed description on what is meant by the term ¿seizures¿? It means the incision is painful. What is meant by ¿see partial suture¿. Please describe and provide clarification. It means some suture was extruded. Did the patient have an infection? Please refer to the event description. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including medication name, dates and results. Was any re-suturing required? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?